Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not provide any information pertaining to the complaint of the pump. Upon triage on (B)(6) 2018 the service tech found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician found the unit had no audio¿. The unit was triaged and the reported condition was confirmed. The unit was powered on and no audio was heard. The unit was disassembled and analyzed. Component u14 was noticed to be out of its place and the pins were shorted out. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.